Event description:
Post investigation findings identified, embedded foreign matter within the drip chamber.

Manufacturer narrative:
The customer reported embedded black particulates in the drip chamber, and returned 3 unused samples of material 10016073, lot 25093219. Upon initial visual examination, the set confirmed the report of black particulate within the drip chamber. The supplier of the drip chamber component was notified of the failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue was unable to be identified by the supplier.